Manufacturer narrative:
Vyaire medical was unable to verify the customer's reported issue. The sample device and the photo are not available for evaluation. Therefore, the root cause of failure could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 7000aao vital signs¿ fetal spiral electrode for corometrics is defective. The physician noted and she had to pull this through the uterus attached to the fetal scalp and was unable to remove it prior to the surgery. During labor, she had placed a second one, and referred to the one she could not remove as the ""extra fse"". At this time, there is no information regarding patient harm associated with the reported event. There is no information regarding remedial action taken by the healthcare facility however, it was removed after delivery though it is unclear as to who removed it based on the documentation.